Manufacturer narrative:
Batch review performed on 28-dec-2020: lot 2000923: (B)(4) items manufactured and released on 05-may-2020. Expiration date: 19-apr-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 28-dec-2020: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175)lot. 2003791 : lot 2003791: (B)(4) items manufactured and released on 08-sep-2020. Expiration date: 02-sep-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed on (B)(6) 2020 due to recurrent shoulder dislocation (glenosphere and inlay have been revised) 3 months after the primary surgery((B)(6) 2020). The patient was already revised, at the beginning of (B)(6) 2020, where the inlay has been changed from ø36/+0mm to ø36/+6mm.

Manufacturer narrative:
Devices returned on 27-jan-2021 and analyzed. Visual inspection performed by r&d project manager. The visual inspection was performed on wednesday, 27th january 2021. The articular surface of the liner has scractches, probably caused during the removal of the implant. The articular suface of the glenosphere is partially dull, probably due to contact with the reverse metaphysis. The glenosphere screw is partially discoloured due to friction with the inner recess glenosphere. The explants included the "reverse metaphysis screw".